Event description:
When introducing the catheter, nurse met resistance. Introducer inspected and found to have slight jagged edges on external cannula.

Event description:
When introducing the catheter, nurse met resistance. Introducer inspected and found to have slight jagged edges on external cannula.